Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. The overlay tubing of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following successful delivery of ventricular tachycardia/ventricular fibrillation (vf) therapy, a wireless transmission was received indicating that the implantable cardioverter defibrillator (ICD) had experienced a power on reset (por) during the shock, and there was no telemetry. During defibrillation testing, the por was reproduced and a short circuit was suspected. The device and right ventricular (rv) lead were replaced. During replacement of the rv lead, it was noted that the lead had visible insulation damage. Due to the nature of the damage it was posited that the damage may have occurred during extraction. No patient complications have been reported as a result of this event.